Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high insufflation unit does not blow co2 and is emitting an internal leak sound. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the lack of insufflation was attributed to damage on the electropneumatic proportional valve unit that could not feed air and the reported leaking was due to deterioration of co2 gas inlet on the primary piping. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information